Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015. The plaintiff claimed that she experienced the following events as result of placement of essure devices: pain so severe that put her in the hospital, heavy bleeding and severe pain. In (B)(6) 2015, essure devices were removed. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain so severe that put her in the hospital (interpreted as pelvic pain) and heavy bleeding (interpreted as genital bleeding). Essure was removed approximately 3 months after its insertion. These events are listed in the reference safety information for essure. After essure insertion, pelvic pain and genital bleeding may occur. In the present case, limited information was provided. Patients concomitant conditions and medical history was not reported. The exact duration of hospital stay was not mentioned. Despite the limited information, given the nature of the reported events, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident since hospitalization and device removal were required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain was so severe / severe pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, dyspareunia, cervix inflammation and metrorrhagia. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 11-may-2021: mr received. Reporter information, patient medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain was so severe / severe pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, dyspareunia, cervix inflammation and metrorrhagia. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 08-jun-2016: global ptc number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain so severe that put her in the hospital (interpreted as pelvic pain) and heavy bleeding (interpreted as genital bleeding). Essure was removed approximately 3 months after its insertion. These events are listed in the reference safety information for essure. After essure insertion, pelvic pain and genital bleeding may occur. In the present case, limited information was provided. Patients concomitant conditions and medical history was not reported. The exact duration of hospital stay was not mentioned. Despite the limited information, given the nature of the reported events, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident since hospitalization and device removal were required. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.